Manufacturer narrative:
Note: we have not completed our investigation of this event and therefore cannot complete sections h1, h9 at this time. We will file a f/u MDR upon completion of the investigation. (B)(4).

Event description:
The customer alleged seeing a mass over the left lobe in the liver, near the gastric air bubble. The customer also alleged that the "mass" was not real anatomy and could be a scanner artifact. There was no report of misdiagnosis or mistreatment.